Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and death, are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in a mildly tortuous and heavily calcified left anterior descending artery. A 2.75 x 48 mm xience xpedition stent was implanted on (B)(6) 2018. However, the patient was kept under observation afterwards because they were experiencing angina. On (B)(6) 2018, the patient continued to experience angina and expired that day before they could be diagnosed. It was reported that the cause of death is unknown. No additional information was provided.